Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/29/2015 with the following findings: a review of the black box and alarm history revealed multiple call service alarms. The pump alarmed with a call service alarm upon during start up. A language corruption occurred at a component on the printed circuit board resulting in a call service alarm. Unrelated to the original complaint, there was moisture corrosion is observed on the display screen inside the pump. A leak test failed due a crack between the case seal and the display lens. The pump¿s cover was removed with moisture corrosion found to the display screen, the continuous glucose monitoring module and to the printed circuit board.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue; cs069. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.